Event description:
Review of the manufacturer's database indicated that the incorrect product information was listed on the initial MDR. Additionally, it was found that the patient's vns generator was replaced on (B)(6) 2013. Attempts for additional information and product return have been unsuccessful.

Event description:
On (B)(6) 2013 information was received from the reporter that the physician asked for the patient¿s implanting surgeon be scheduled for an appointment with the patient so that the surgeon could eventually remove the patient¿s current vns and reimplant a new vns at a different site due to possible recurrent infections. Device manufacturing records were reviewed for the generator and lead and it was confirmed that the generator and lead were both properly sterilized prior to distribution. Attempts for additional information are in continuation.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Brand name, corrected data: initial MDR inadvertently listed the incorrect product information. Model 3, serial #, lot #, expiration date, corrected data: initial MDR inadvertently listed the incorrect product information. If implanted, give date, corrected data: initial MDR inadvertently listed the incorrect product information. Device manufacture date, corrected data: initial MDR inadvertently listed the incorrect product information.